Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿says "recalibration" when in op mode. I've recalibrated but can't clear the message.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I verified that it does show a message stating that the pump needs to be calibrated when the unit is attached to a pcu. I tried recalibrating the unit as well, but the message still would not clear.I ran the unit through its pm tests, and that seems to have fixed the issue. I think its because its pm date updated. I ran the unit through a 60 ml dry infusion, just to be sure that the problem was fixed, and everything worked fine.¿ reported problem cause description: "calibration - adjustment.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿